Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed several error alarms. The caller declined to provide the blood glucose reading. No further details were given. Nothing further reported.

Manufacturer narrative:
No unexpected error alarms were noted during testing. The insulin pump passed the self test. However, the insulin pump had multiple alarms in the alarm history due to a corrupted history file. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.